Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that during use, the device stopped operation and generated an alarm. It was reported that the 840 ventilator generated a loss of breath delivery (bd) communication error code. The patient was placed on an alternate ventilator and there was no harm to the patient. It was reported that the customer could not enter service mode upon powering on. The bd was replaced and the problem was reported to be resolved. At this time, the ventilator is still pending an inspection.